Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative troponin (tni) results on two patients using the triage profiler sob 25 test kit. Pt 1 arrived at the emergency and had acs. Triage testing was done at 9:00 am with sample tests run immediately after. No pt info was provided for pt 4. Customer is using the following cut off's: triage: 0.05, centaur: <0.1 ng/ml, architect: <0.3 ng/ml, vidas: <0.01 ug/l.